Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer treated with manual injection but did not recall the blood glucose reading. The customer was unable to troubleshoot for the issue because it was a past event and was advised to do a complete set change as soon as possible and call for troubleshooting if the issue reoccurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.